Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a blower temp high alarm: if the blower temperature is greater than or equal to 115c for longer than 10 minutes. No patient harm reported

Manufacturer narrative:
On 3/24/2017 additional information: the customer reported replacing the blower assembly to resolve this issue. The customer declined the request for patient information.

Manufacturer narrative:
On 6/12/2017 root cause: the output voltage of the customer returned blower assembly was tested and found to be within specification. The customer returned mc board and blower assembly were installed in an fi test ventilator. The ventilator was run in normal ventilation for 4 with elevated pressure and breath rate settings for 4 hours without any errors occurring. The blower temperature at 150 lpm constant flow was 30.2 degrees c after it stabilized, well within specification. The air delivery/flow accuracy pv test was executed and passed. No failure was found. Updated results and conclusion code to reflect root cause information.